Event description:
Caller reported a malfunction on the pump, with a malfunction code of malf 16. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address a by manual insulin injection and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.